Manufacturer narrative:
Decision tree reassessed complaint no longer reportable. One (1) mmsi x25 final tightener [product code: (B)(6)] was returned to the chu. Visually nothing could be found wrong with the device. The hexlobe feature demonstrated no damage. Functional assessment was then performed via inserting a setscrew to the distal tip of the driver. Device was functioning as intended with no defect attributing to the fit, form and functionality of the device. No device failure has been indicated upon evaluation of this device. A supplemental medwatch report will be submitted reflecting investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L1-l3 instrumentation using expedium-anterior was performed on (B)(6) 2016. During surgery, the set screw got stripped at the final tightening with the driver in question. Since another set screw was also stripped when tightening with the same driver, the surgeon suspected the driver had a problem. The surgeon used another driver without using a counter and completed the procedure with a 10-minute delay. No adverse consequence to a patient was reported.